Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification of pseudomonas aeruginosa in association with vitek® 2 gn ID test kit (ref 21341, lot 2410112103). The vitek® 2 gn card had identified the isolate as bordetella bronchiseptica. An internal biomérieux investigation was performed. The customer did not have the isolate or raw data to submit for evaluation. The customer reported setting up the strain from home made blood agar and incubating at 36c in 5% co2. No other set up information was provided. Co2 is not a recommended culture environment according to the gn product labeling. No lab reports were submitted for this misidentification; therefore, no further evaluation can be made for these complaints. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strains, raw data or lab reports it's not possible to further evaluate the cause of the misidentification. Vitek 2 gn lot # 2410112103 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of pseudomonas aeruginosa in association with vitek® 2 gn ID test kit (ref 21341, lot 2410112103). The vitek® 2 gn card had identified the isolate as bordetella bronchiseptica. The customer verified the identification of the isolate as pseudomonas aeruginosa via vitek® ms testing and bruker biotyper. The customer did not keep the isolate for further evaluation. The customer stated that there was no incorrect treatment or delay, and there was no harm to the patient. A biomérieux internal investigation has been initiated.